Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion.

Event description:
The customer reported a conflicting result with ID now covid-19 on a nasal swapped on 05may2022.the customer on 05may2022 received a positive result ,then re-run the test , and the result was negative . No additional patient information, including treatment and outcome, was provided. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1062338 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1062338, test base part number 190-430 / lot 1062338. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1062338 showed that the complaint rate is 0.004%. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1062338 showed that the complaint rate is 0.002%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference.